Event description:
A peritoneal dialysis (pd) pt called technical support and reported she felt during treatment. The pt vomited during the call and was then advised to seek medical treatment. The next day pt called pack and stated she was hospitalized overnight and diagnosed with peritonitis. Follow-up-was conducted with the pt's nurse who confirmed the diagnosis of peritonitis. No further info was provided.

Manufacturer narrative:
Device evaluation: an investigation was not performed as the cycler was not returned for an evaluation. A review of the device history records confirmed that released product met specifications. There were no deviations or non-conformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient called technical support and reported she felt sick during treatment. The patient vomited during the call and was then advised to seek medical treatment. The next day patient called back and stated she was hospitalized overnight and diagnosed with peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.